Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-10910. It was reported that a patient presented with an implantable cardioverter defibrillator that exhibited extreme battery depletion. Additionally, the left ventricular lead had a high capture threshold on all vectors. The lead was explanted and replaced with an epicardial lead. The device was also explanted and replaced. The patient was stable.